Event description:
It was reported that during an arthroscopic knee procedure, the physician was utilizing a tristar 50 icw arthrowand. During the procedure, the two wands (different lots) "fell apart in the pt's knee". The procedure was completed with a third arthrowand. The manufacturer was unable to determine if all device fragments were retrieved from the surgical site. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender were requested but were not received. Evaluation summary: visual inspection of the device found that one of the electrode's screen is detached and bent. There is also a sharp chip on the spacer, suggesting that the device came in contact with a sharp object. A review of the device history records found no non-conformances associated with this manufactured lot. Reference manufacturers report(s): 9019871-2012-00390.